Manufacturer narrative:
Two legs on the shower chair broke and the customer fell on her hip. An MRI was indicated for hip pain. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Two legs on the shower chair broke and the customer fell on her hip.